Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2023. D4: batch # unk. Additional information was requested, and the following was obtained: or tech stated that surgeon was taking big bites during a nephrectomy case. Once bite and firing occurred, surgeon could not open jaws to release. The tech stated the release button would not press fully in and that the surgeon worked for 20 minutes trying to pry the handles and the jaws off the tissue. Tech stated that once handles were finally released the release button finally fully engaged and jaws released from tissue. It was stated that the stapler did not seal and that the surgeon had to oversew. There were lots of loose staples left once jaws were opened. No patient injury and case was completed. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. Spoke with rep evan for additional information on the case. He stated the procedure was a nephrostomy in where the staple line was incomplete and they had to oversew due to bleeding. The surgeon did not clarify if the staples had malformed, just stated they were loose. The lot/batch history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the general surgery procedure that the ats45 stapler misfired. It was reported that once that stapler fired it would not release the tissue. The surgery was completed successfully. Unknown if there was any patient consequences.